Manufacturer narrative:
Corrected b2. This is not a death claim.

Event description:
Provider alleges a wheel came off of the chair while the consumer was in it allegedly causing the consumer to fall off.

Manufacturer narrative:
The device has not yet been made available for evaluation at this time. Should further information become available, a follow-up report will be issued.

Event description:
Provider alleges a wheel came off of the chair while the consumer was in it allegedly causing the consumer to fall off.